Event description:
A male patient underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair since the proximal neck length was less than 15mm and its shape was an inverted funnel shape. The procedure was conducted as prescribed except deployment of suprarenal stent was performed before deployment of contralateral limb. Final confirmatory angiogram revealed a proximal type I endoleak. Additional ballooning was performed but the leak was not solved, thus the physician placed a zenith main body extension. However, the confirmatory angiography showed the leak still existed. The physician placed another manufacturer's stent, then another zenith main body extension. After placement, angiography revealed a decreased leak but it was not gone completely. The physician decided to take a wait-and-see approach and completed the procedure. The patient has shown signs of improvement.

Manufacturer narrative:
Event still under investigation at this time.